Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was half deployed, as the yoke was still attached to the control wire, and was not returned. Functionally, the yoke was actuated and deployed. It was also noticed that there was a kink in the control wire. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for lot # 10071302c2 for the reported event. Based on the evaluation conducted and the details of the complaint, it is probable that the failure of the clip to release from the catheter was due to anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
(B)(4): the device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a esophagogastroduodenoscopy (egd) performed on (B)(6) 2010. According to the complainant, during the procedure, they had difficultly getting the clip to release from the catheter . It is unknown if the clip grasped onto the tissue and if there was any bleeding. She stated that they intentionally misfired the clip into the patient to get the clip off the delivery catheter and the clip was left in the patient to pass naturally. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, during the procedure, they had difficultly getting the clip to release from the catheter . It is unknown if the clip grasped onto the tissue and if there was any bleeding. She stated that they intentionally misfired the clip into the patient to get the clip off the delivery catheter and the clip was left in the patient to pass naturally. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.